Event description:
The physician reported an inflammatory reaction following use of the cassi biopsy device for a breast biopsy. This pt had been administered oral antibiotics to resolve the reaction and their condition had resolved with no further sequelae.